Event description:
Additional information received reported that the patient was scheduled to be re-implanted the day of the report. The patient was brought into the operating room (or) and upon making the initial incision, the doctor discovered that the bilateral lead sites at the stimloc location were also infected. Both leads and the remainder of the original extensions were removed without further complication. Thus, at that time the previous system had been completely removed.

Manufacturer narrative:
Product ID 64002 lot# n386008, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type adapter product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3387s-40 lot# v203702, implanted: 2009 (B)(6); product type lead product ID 3387s-40 lot# v196743, implanted: 2009 (B)(6); product type lead product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had redness and an infection at the pocket site. The type of infection was unknown. The implantable neurostimulator (ins) and pocket adaptor were completely explanted. The extensions were cut near the lead/extension interface and the portion proximal to the ins was removed; the lead connector block and cover remained implanted. Antibiotic treatment was noted to be necessary. It was noted that the patient was hospitalized as a result of this event, but was alive without injury.